Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, hypertension was noted, which was treated with medication. Two days later an electrocardiogram (ECG) revealed st elevations. It was noted that the non-dominant right coronary artery (rca) was occluded (the patient has a history of coronary artery disease), which was treated with medication. It was reported by the physician that the occlusion of the non-dominant rca was not due to a device malfunction, but the physician could not exclude the presence of thrombus on the device causing an st segment elevation myocardial infarction (stemi).

Manufacturer narrative:
Additional information was received that the patient's weight was (B)(6).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. From the available information a conclusive cause for the occlusion could not be determined. It is unclear whether it was related to patient condition and/or closure technique as no deficiencies were alleged against the devices. The patient was reported to have a history of coronary artery disease which was treated with medication. A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions, and its presence and rate of formation is largely dependent on patient condition. St elevations which are a type of arrhythmia and atrial fibrillation are generally a result of known potential adverse effects per corevalve instructions for use (IFU) such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. It is a potential procedural complication associated with any cardiac or thoracic procedure, open or catheter-based, and can often be treated with medication. The patient was also reported to have hypertension following the implant. Hypertension is a known potential adverse effect per corevalve IFU and not the result of a device malfunction, and in this case was resolved using medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.